Event description:
It was reported that during a lap sigmoidectomy, the doctor did not feel that the washer was cut and there was no cutting sound. Although the doctor felt something was wrong, the adjusting knob was rotated to remove the device, but the device could not be removed. The device was inserted by the transanal route. The anvil was attached to the device with a click sound. The doctor confirmed that the indicator was within the green zone prior to firing. Also, the firing handle was fully grasped. Reinforcement material was not used. After this event, the cdh29 was removed from the patient, and then the anvil was removed by cutting the tissue additionally that the anvil was placed. Staples deployed on the additionally cut tissue were unformed. The washer was uncut. Another cdh29 was used to complete the case without any problem. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.